Manufacturer narrative:
Additional information will be submitted via follow-up report within 30 days of receipt.

Event description:
On (B)(6) 2026, the patient underwent a right heart catheterization recalibration procedure due to increased pressure readings. A pressure adjustment was performed. The sensor offset was verified to be within the acceptable fluid filled reference measurement error range, confirming accurate sensor performance. The patient continues to take readings following the calibration.